Manufacturer narrative:
Product analysis findings: the apollo microcatheter (model: 105-5096-000, lot: a648866) was returned for analysis. The apollo total length was measured to be ~168.1cm, the usable length was measured to be ~163.0cm and the distal detachable tip was measured to be ~3.2cm; which is within specification. Onyx residue was found within the apollo hub. No issues were found with the apollo hub. The apollo catheter was found ruptured at ~20.7cm from the distal end. The ldpe tubing was found intact and the detachable distal tip was still attached. No damages or irregularities were found with the distal tip or marker band. The apollo distal tip lumen was found to be occluded with solidified onyx residue. The apollo microcatheter was pressurized with water and found non-patent as it was found to be occluded with the onyx. The remaining onyx was not returned as it was consumed in the event. No other anomalies were observed. There was an indication that the event could be related to a potential manufacturing issue; therefore, a device history record review was performed. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ was confirmed as the returned apollo microcatheter was found ruptured. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance or pauses longer than two minutes. The results of the catheter burst testing was reviewed for any anomalies; the data was within the expected and established specifications. Therefore, manufacturing has been ruled out as a potential cause. Customer reported the leak occurred when a second onyx vial was used. Information regarding injection rate, use of palm of hand pressure, increased injection force against resistance or pauses longer than two minutes was not provided. Therefore, any contributing factors could not be assessed and the cause for the event could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient's vessel tortuosity was severe. The patient was asymptomatic at the time of reported follow-up information a month after the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during a procedure the proximal segment of the apollo catheter leaked onyx which migrated into the ica. The patient was undergoing treatment for a distal avm. It was reported that physician accessed to the feeder with the apollo and started to inject onyx without difficulties and reflux. They injected one onyx vial and started to inject a second one when they noticed a strange image during injection at the proximal part limit down of the screen. The physician decided to look at this and move the angio to see better at this place. They discovered a black cast of onyx at a proximal part of the catheter in the ica of the patients. They aspirated the cast and advanced the guiding catheter in emergency to be in contact with it and retrieved the apollo under aspiration to retrieve the onyx cast and avoid total occlusion of the ica. At the hub, some onyx migrated and went in the distal circulation of the patient and occluded some arteries of the patient leg. The physician retrieved 2 fragments of onyx outside the patient. The proximal portion of the catheter which had the leak was damaged. The catheter had been inspected prior to use. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include an envoy guide catheter.